Event description:
It was reported that the patient presented to a follow up appointment and the device was displaying the end of life (eol) indicator. The physician was concerned that the time between the elective replacement indicator (eri) and eol had decreased too rapidly between follow ups. The physician elected to explant and replace the device to resolve the event and the patient was stable with no additional consequences.